Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp603h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: two sealed boxes 36ea, an opened box with thirty-nine and eighteen unopened samples of product code vcp603h was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. As per the sampling plan, visual inspection was performed on 32 samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. The functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the broken needle available for analysis? Yes I have the needle to send to you. Any photos available for visual analysis? I did not take pics of it. How was the procedure completed? They used another suture to complete. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2021 and suture was used. When taking a pass through thick fatty tissue, the needle broke at the thickest part and they had to find it in the patient. They were able to find it. The surgeon has our suture/needles for twenty years and this has never happened to him before. There were no patient consequences reported.